Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The blood glucose level was 200 mg/dl,350mg/dl at the time of incident. The current blood glucose was 338 mg/dl. Customer treated with bolus. Customer was assisted with troubleshooting. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer state that there were no air bubbles. Customer was assisted with high pressure test and found that bubbles were in the tubing. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will be returned for the analysis.